Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer recognizes the error code 200.5040 on 8100 (s/n). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer has found device (s/n (B)(4)), needing operate firmware updated from version (B)(4) review of 8015 operate software at (B)(4). Check the setup of system maintenance firmware in the network configuration package. Assisted customer to step through the flash task in system maintenance. Check to verify the device connected to system maintenance. Explained and step customer through the flash task process for understanding. Device connected to flash task successfully. Customer will call back, if any further issues and/or concerns. End call. (B)(4).